Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) deflated as the user performed the two pull backs. The device came out from the sheath and was checked on the table. The balloon was noted to be deflating and the indicator on the end of the handle was going back in. There was no reported patient injury. The intended procedure was an interventional peripheral. The user was certified on the use of the mynx device. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath and there was no damage noted in distal end of the sheath after removal. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the non-sterile device showed that the shuttle was disengaged from the black handle. The syringe was connected to the device with stopcock open. The sealant was observed on the catheter shaft, covering the balloon proximal tip. The advancer tube remained inside the outer cartridge tubing. The existed procedure sheath was not returned with the device for evaluation. A sterile mynxgrip vascular closure device 6f/7f from the lot number f1827602 was also returned for investigation. No visual damages or anomalies were observed on the device. Leak testing was performed on the non-sterile device by attempting to inflate the balloon with water. The results revealed a leak in the balloon. The balloon of the sterile device was inflated with air and pressure was maintained. The balloon performed as intended per the mynx instructions for use (IFU). No anomalies were observed. Visual inspection at high magnification confirmed that the source of the leak on the non-sterile device was a longitudinal tear in the balloon, approximately 2 mm from the balloon proximal neck. A product history record (phr) review of lot f1827602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned non-sterile device. However, the exact cause of the tear found could not be conclusively determined during analysis. There was no issue noted with the sterile device that was also returned for analysis. Based on the information available for review, access site vessel characteristics (ruptured after two pullbacks) and/or the condition of the procedural sheath most likely contributed to the reported event since a calcified vessel and/or a jagged distal tip of the sheath can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1827602 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) deflated as the user performed the two pull backs. The device came out from the sheath and was checked on the table. The balloon was noted to be deflating and the indicator on the end of the handle was going back in. There was no reported patient injury. The intended procedure was an interventional peripheral. The user was certified on the use of the mynx device. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath and there was no damage noted in distal end of the sheath after removal. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient is noted to have recovered.